Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and two suprarenal aortic extensions. Subsequently, the patient was found to have an unknown endoleak. The physician elected to repair with a non-endologix device to seal the leak.

Manufacturer narrative:
At the completion of the investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak. Additionally there was evidence to reasonably support the following observation; at implant the initial suprarenal aortic extension was placed 2cm below the renal arteries so a second suprarenal extension was placed. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; patient anatomy and stenotic access. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.